Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the alarms don't work along with the on/off switch. There was no report of a death or serious injury, nor was there a report of any adverse impact to any user or patient.

Manufacturer narrative:
Philips technical support assisted the customer with a quotation for evaluation of the device by philips. As of the date of this final report the quotation has not been approved by the customer.